Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly which led to a pump shutdown. There was no reported adverse impact to the customer's blood glucose (bg) level related to the reported issue. Reportedly, the customer successfully resumed insulin delivery on the pump.